Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt for additional information from the funeral home was unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: implantable pacing lead, product ID 419488, implanted: 2006-(B)(6); implantable defibrillation lead, product ID 6 94965, implanted: 2006-(B)(6). (B)(4).

Event description:
Device data information was received from an unknown source indicating that the patient complained of occasional diaphragmatic stimulation four years ago. It was also noted that the left ventricular (lv) lead had high thresholds. No further information was provided. Information identified in the manufacture¿s data base indicated the patient died approximately six weeks post timestamp on device data information and post routine generator replacement. A cause of death was requested and not received.